Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer push button blood collection set, the device experienced a hole in the tubing resulting in failure of the product to contain blood. This event occurred once. The following information was provided by the initial reporter. The customer stated: how many units have the observable physical defect? One. Are there any defective and unused product available for return for quality investigation? I have 10 unopened units I can return if you send me a fedex mailer. Was the product received directly from bd or distributor? We use owens & minor inc as a distributor. Are you seeking a credit? Not at this time, perhaps later if more issues are discovered. It was reported by the customer that while in use, the tubing had a hole in it, some blood leaked out. Customer states the device product 367324 wingset pbbcs 23x.75 12 w/o luer lot no. 2074439 has a hole in the tubing. This was noticed when the phlebotomist was drawing the patient and bubbles were coming into the syringe. After she stopped pulling on the syringe, some blood leaked out that hole.

Manufacturer narrative:
The following fields have been updated with additional information: h.6 additional annex a code: a041001. D.10 device available for eval? Yes. D.10 returned to manufacturer on: 20-dec-2022 bd received 11 samples for investigation. The samples were evaluated by visual examination and functional testing and the indicated failure mode for hole in tubing (leakage) with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode hole in tubing. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® push button blood collection set, the device experienced a hole in the tubing resulting in failure of the product to contain blood. This event occurred once. The following information was provided by the initial reporter. The customer stated: how many units have the observable physical defect? One it was reported by the customer that while in use, the tubing had a hole in it, some blood leaked out. Customer states the device product 367324 wingset pbbcs 23x.75 12 w/o luer lot no. 2074439 has a hole in the tubing.